Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed a breach in the insulation of the yellow wire which would have contributed to the reported pump stop event observed within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 1¿ from the pump housing. The remaining distal portion of driveline was also returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. The driveline was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts. The layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the yellow wire within an area approximately 0.5¿ from the pump housing. Although a specific cause could not conclusively be determined, the breach appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductor of the yellow wire made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, causing the pump stop event observed in the submitted log file while the patient was operating on the mobile power unit. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The IFU also outlines all system alarms (including low speed, low flow, and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. D, is also available. This handbook contains a section on caring for the driveline. However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The handbook discusses how to prevent damage to the driveline and instructs then user to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The handbook also outlines all system alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2022.

Event description:
It was reported that the log files were submitted for concern of driveline fatigue. The log files showed 1 pump stop and 2 low speed advisories on (B)(6) 2022. There was a single unsustained power/flow noted on (B)(6) 2022. There were no other unusual events. The cause of the pump stop was not confirmed but suspected to be due to the driveline issue. A pump exchange was scheduled for (B)(6) 2022.

Manufacturer narrative:
The previous driveline fatigue was covered in MFR # 2916596-2022-14381. Reporter address line (B)(6). Reporter postal office or zip code: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.